Event description:
It was reported that the clinic has documented some insertable cardiac monitor (icm) devices coming out of the pocket following an implant procedure. The healthcare provider (hcp) requested guidance for closing the incision. Boston scientific technical services (ts) advised per labeling the suggestion is to use standard surgical techniques to achieve good tissue contact with the device. Additional information has been requested to identify devices that came out of the pocket but were unsuccessful. Due diligence has been completed. There were no additional adverse patient effects reported.

Event description:
It was reported that the clinic has documented some insertable cardiac monitor (icm) devices coming out of the pocket following an implant procedure. The healthcare provider (hcp) requested guidance for closing the incision. Boston scientific technical services (ts) advised per labeling the suggestion is to use standard surgical techniques to achieve good tissue contact with the device. Additional information has been requested to identify devices that came out of the pocket but were unsuccessful. Due diligence has been completed. There were no additional adverse patient effects reported. Additional information from the boston scientific representative provided there was only one documented case at this clinic where the icm device came out of the patient. The patient was started on oral antibiotics. There were no additional adverse patient effects reported. Device will not be returned.